Manufacturer narrative:
Device lot number not available as the site discarded the part before the lot number could be documented. No devices were returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the thoracic probe was noted to be visibly bent. The reported issue was discovered during instrument verification. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.